Manufacturer narrative:
(B)(4). Device history record review for part 498.821s lot p149571: release to warehouse date: may 21, 2013 and june 20, 2013. Expiration date: march 31, 2018. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient underwent a hardware removal of a nail, endcap, 3 screws and 2 cables on (B)(6) 2016; due to slow healing/ non-union. The patient was revised with a 10 hole 4.5mm narrow locking compression plate (lcp) and 8 screws. There was no surgical delay reported, the patient outcome was good and surgery was successful. This report 7 of 7 for (B)(4).